Manufacturer narrative:
Super poligrip free is manufactured in (B)(4). While the lot number for this product is known, it is unknown whether the product will be returned for quality assurance testing. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of carcinoma of the tongue in a (B)(6) female patient who received gsk denture adhesive containing zinc (super poligrip denture adhesive cream containing zinc- variant not specified) for 30 years for denture adhesion. A physician or other health care professional has not verified this report. Co-suspect medication included double salt denture adhesive cream (super poligrip free denture adhesive cream) for denture adhesion and double salt denture adhesive cream (super poligrip without zinc-unknown variant). Concurrent medications included unspecified pain medication, aspirin and paracetamol (tylenol). The patient had no family history of cancer. On an unknown date(s), the patient started triple salt dental adhesive cream. In (B)(6) 2007, at an unknown time after starting the triple salt dental adhesive cream, the patient experienced white spots on her tongue. A biopsy revealed that she had carcinoma of the tongue. The patient had outpatient surgery to remove the cancer. She never mentioned to her doctor that she was using super poligrip containing zinc. In (B)(6) 2009, the cancer returned but it was located in her gums. The patient was hospitalized overnight following gum surgery to remove the cancer. Subsequently, the patient had two additional outpatient surgeries on her tongue (in 2010 and (B)(6) 2011) when the cancer recurred. The patient was also treated with 39 treatments radiotherapy (radiation therapy) which resulted in sore mouth. The patient took unspecified pain medication, tylenol or aspirin due to the sore mouth. The patient said that she had not received concurrent medications except these to treat her sore mouth. The last radiation treatment was in (B)(6) 2011. Triple salt dental adhesive cream was continued until the patient saw a television advertisement in 2011 (about one year prior to reporting) that said zinc caused cancer. The patient discontinued triple salt dental adhesive cream and began using double salt dental adhesive cream (super poligrip free). The patient stated that she underwent CT scans of her skull and sees her doctor for oral mouth examinations every three months. The patient also reported that on an unspecified date, she experienced balance disorder and foot bothering patient. The patient has an appointment with her podiatrist on (B)(6) 2012 to get fitted for a foot brace because her foot is off balance. At the time of reporting, the white spots on tongue, tongue cancer and gingival cancer had resolved while the balance disorder and foot issue were unresolved. Consumer initially called to ask if super poligrip causes cancer since she heard that on tv about a year ago. Consumer had heard that the zinc was removed and asked if the zinc was taken out because it causes cancer. Consumer reported that she had used super poligrip with zinc for the past 30 years since she has dentures. Consumer reported that she has always used the white super poligrip in different size tubes, but she doesn't remember if it was always the "super poligrip free" variant. After consumer heard about the zinc issue on tv, she stopped buying super poligrip that had zinc and only purchased the packages that said zinc free. Consumer reported that she did not use super poligrip today, but did use it on the day prior to report. She typically uses only a small amount once per day and follows directions. Consumer reported that she is not using anything at this time to hold her dentures in place. At the end of the call, consumer asked about the zinc in super poligrip then said she has a problem with her foot. Consumer said she has no idea if the super poligrip caused her cancer in her mouth, cancer on her gums or her foot problem and her foot to be off balance.